Event description:
On (B)(6) 2012, patient reported the infusion device displayed an e6 mechanical error and stopped delivering insulin when the piston rod reached 150 units and the buttons are unresponsive. She inserted 3 new alkaline batteries but this did not resolve the concern. She removed and reinserted the battery on the troubleshooting call. The display appeared normal but all of the buttons were unresponsive. The key-lock feature was not activated. Patient reported she was out of the country on vacation. The infusion device was requested for evaluation. Two attempts were made to contact the patient on the international phone number that was provided, and these were unsuccessful. No additional information was provided.